Event description:
The reporter states that the accu-chek voicemate meter spoke an "88" blood glucose level, but the advantage meter displayed a 44 mg/dl blood glucose level. No action taken based on the results. No adverse event reported. New system sent to customer and return requested.